Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV, pain, stitches, movement limitation , silicone disease.

Event description:
Patient reported "capsular contracture grade IV, pain, stitches, movement limitation ( not related to device)" and "silicone disease" device remains implanted. Silicone disease and the lump/nodule are considered not device related.

Event description:
Patient reported "capsular contracture grade IV, pain, stitches, movement limitation ( not related to device)", "silicone disease", "inflammation around the breast muscles" and "granuloma". Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.6, h.6. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted.